Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed, and the formed needle/hard cannula was found protruded past the bottom housing. After opening the top housing of the pod, the formed needle was found not seated in the slide retract. Slide retract was also found damaged where the formed needle was seated. These findings indicated the formed needle was incorrectly installed during manufacturing process, that caused damage to slide retract and the needle to protrude out when deployed, leading to the reported needle mechanism failure to not fully retract the needle after deployed. No damages were observed in the fluid path and drive mechanism components that would cause failure in insulin delivery. Pod download data did not show any timeouts or drive stall that would indicate a struggle in insulin delivery. The protruded formed needle did not affect the insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) remained between 300 mg/dl and 600 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates a needle mechanism failure occurred. Skin inflammation was also reported and no additional method of treatment was provided.